Event description:
It was reported that there was a limited or impecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The product was requested to be returned for failure analysis testing. As of the date of this report, the instrument has not been received.